Event description:
It was reported that pump experienced malfunction during use, with screen going dark and not turning on. There was no adverse impact to the customer¿s blood glucose level. Customer plugged pump into working power source, restored screen power, and contacted technical support, who identified resettable malfunction, provided pump reset instructions, assisted with successful reset, confirmed malfunction did not recur, and advised customer to continue using pump and call back if problem returned, which customer acknowledged and understood.